Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the sureform 45 stapler was unable to continue stapling halfway through. The user was completing the procedure as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument failed to fire completely. A type b formation staple was achieved halfway through. The instrument was using a blue reload during the second fire when the issue occurred. The customer used a non-isi stapler to resolve the issue. There was no bleeding observed and no unplanned tissue removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 45 stapler to perform failure analysis (fa). The instrument was found to have the I-beam sleeve damage. A distal insert was used to retract the I-beam, and the sleeve was found to be damaged. The instrument was placed on an in-house system and found to fail initialization on 3 of 3 attempts. The probable root cause is attributed to damage to the I-beam sleeve during manufacturing process, which impaired normal instrument function and prevented proper I-beam movement. As of the date of this report, the sureform 45 blue reload has not yet been received by isi for evaluation. The probable root cause cannot be determined at this time. An advanced log review (dsp) was performed by an isi failure analysis engineer (fae). The following additional information was provided: dsp logs did not show all installs of the procedure, so the procedure review dashboard was used to collect data on the first install. Logs show pn (B)(4), ln (B)(4), was installed on the system 3x and fired 3 reloads (2 blue, followed by 1 green). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~70% completion, after a duration of ~45 seconds. On install 3, the first clamp was successful, but was followed by a second firing failure. The firing stopped at ~70% completion, after a duration of ~35 seconds. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the master supervisory controller (msc) logs.